Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument broke. The diamond-shaped reins on the scissor head broke. The scissors have not yet used up their lives. There was no patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-jun-2025: the procedure was completed with a replacement instrument. There was a delay in the procedure, but the time was unknown.